Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
The intellanav mifi catheter was selected for use during the procedure to treat supraventricular tachycardia (svt). Maestro 4000 generator and metriq pump were also in use, flow rate was 2ml/min. It was reported that the tubing set was leaking which triggered a 'temperature too high' during ablation. The catheter was replaced which resolved the issue. The procedure was completed successfully. No patient complications occurred. The device is expected to be returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory. The product analysis was found that the device has the irrigation tube partially detached, consequently confirming the reported complaint.

Event description:
The intellanav mifi catheter was selected for use during the procedure to treat supraventricular tachycardia (svt). Maestro 4000 generator and metriq pump were also in use, flow rate was 2ml/min. It was reported that the tubing set was leaking which triggered a 'temperature too high' during ablation. The catheter was replaced which resolved the issue. The procedure was completed successfully. No patient complications occurred. The device is expected to be returned for analysis.